Event description:
A customer contacted baxter's global technical service center to report a check lines and bags alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the registered nurse (rn) check the heater line for kinks or closed clamps. The rn found that the spike was not pushed all the way into the neck of the bag. The alarm was corrected and prime resumed. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(6) 2010. The rn stated that there was no patient injury or medical intervention and the home patient (hp) was continuing therapy as usual.

Manufacturer narrative:
(B)(4). No sample was available.